Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm. The customer's blood glucose level was unknown. The customer called in for going on alarm with red light flashing but blank screen. Customer stated they were unsure if they pressed a button down for 3 minutes or longer as the insulin pump was in the beach bag. The customer was unable to clear the alarm as the screen was off. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Unable to confirm unresponsive buttons due to blank display.